Event description:
It was reported that during a colon resection procedure, the first clip released and then the second clip would not release. The device was also double firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Jaws the analysis results confirmed that the er320 device was received with the jaws misaligned, the device was tested for functionality and it formed 8 clips as intended, however it malformed 1 clip and ejected 5 clips due to the condition of the jaws. It should be noted that each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torque may result in clip malformation¿. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.